Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for twelve (12) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).